Manufacturer narrative:
The product was not returned for evaluation. The reported complaint involves the sterility of a dropped device prior to use in the patient. Sterility of a dropped device cannot be confirmed in the evaluation lab and does not involve manufacturing records; therefore, an investigation will not be performed.

Event description:
During preparation for a coil embolization procedure, a ruby coil was accidentally dropped upon removal from its packaging hoop. The contamination of the ruby coil occurred prior to use and therefore, it was not used in the procedure. The procedure was completed using a new ruby coil.